Event description:
It was reported that during the deployment of the stent, the stent had partially deployed in the deployment system. The patient experienced ischemia, spasm, and stroke. The patient remains hospitalized with sequelae due to the ischemic injury.

Event description:
It was reported that during the deployment of the stent, the stent had partially deployed in the deployment system. The patient expereinced ischemia and spasm. No other information was provided.

Manufacturer narrative:
Device not received.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the microcatheter proximal outer shaft was stretched and separated between 4.5 cm to 10.0 cm distal to the strain relief. The outer proximal shaft was separated. The microdelivery catheter inner braiding was still intact. The microdelivery catheter proximal shaft was compressed in the middle section. The microdelivery catheter distal shaft was compressed just proximal to the location where the stent sits. The stent was partially protruding. The stabilizer was in the microdelivery catheter and was kinked on the proximal shaft at 1.0 cm and 1.8 cm from its proximal end. The stabilizer was removed and found to be separated on its proximal junction. No anomalies were noted to the stent and the rhv (rotating hemostatic valve). While there are several potential causes for the reported partial deployment during use, based on the information available it was not possible to determine the most probable cause for the reported event. Vasospasm, neurological/intracranial sequelae, and stroke are known risks associated to these types of procedures and are noted in the direction for use (dfu). Therefore, a root cause of anticipated patient complications was assigned to the vasospasm, neurological/intracranial sequelae, and stroke.

Event description:
It was reported that during the deployment of the stent, the stent had partially deployed in the deployment system. The patient experienced ischemia, spasm, and stroke. The patient remains hospitalized with sequelae due to the ischemic injury.